Event description:
The manufacturer received information that a replacement dreamstation auto bipap has black particles, and the patient experienced shortness of breath. The patient has not been able to use the device for a week. The device is not functional after cleaning and the filter has been changed daily but it still has black particles. The patient reports seeing a heart failure specialist to get water out and is on a diuretic. This was assessed as related to the patient's prior history. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.